Manufacturer narrative:
Internal report # (B)(4). Returned pen needles evaluated with no defect found. Most likely underlying root cause: mlc -61- improper use/mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for inaccurate dispense and aspiration of insulin. Pharmacy is calling on behalf of the customer. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is 2/1/2023 and open vial date is undisclosed. Pharmacy stated that customer brought in box of true plus pen needles that will not aspirate. Pharmacy replaced pen needles for customer and has obtained a replacement from their supplier.